Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had frayed cables. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this damage was discovered during the prep/pack side after cleaning but before packaging and sterilization. There was no patient involved to the customer's knowledge; no one was harmed. Instruments were inspected for debris and tissue. They were thoroughly inspected in prep/pack under a magnifying glass/light for broken/ frayed cables, knicks or chipping in the metal, and any other damage. Per review of logs, this instrument was last used during an abdominoperineal resection (apr) with proctectomy completion on 22- jan- 2024. The customer was not aware if the staff inspected the instrument before returning to the sterilization processing department. Spd inspects for quality and cleanliness. No photographic images of the device or a video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the frayed cable. The complaint was confirmed by failure analysis. Additionally, the instrument was found to have damage to the conductor wires at the yaw pulley. There was no material missing. The conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation do not show damage.